Event description:
It was reported that the customer experienced a low blood glucose (BG) level of 50mg/dL. Low BG cause was not known. Customer con consumed carbohydrate and had assistance from paramedics who provided glucose¿to address BG.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.